Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The provided information has been carefully analyzed. The available iegms showed noise on the rv as well as on the ff channel as mentioned in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - after an implantation period of approximately 61 months, oversensing was reported via home monitoring. A possible insulation breach of the lead was assumed. The lead was capped. No adverse patient side effects have been reported.